Manufacturer narrative:
Concomitant medical products: product ID: 3389-28, lot# 0208479328, implanted: (B)(6) 2014, product type: lead. Product ID: 3389-28, lot# 0208479331, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that during normal use on (B)(6) 2015 there was a chronic skin infection. Redness and infection symptoms were present at the neurostimulator site. Examination was done along with laboratory testing with abnormal results of staphylococcus aureus at infection site. Actions taken included in-patient hospitalization, the neurostimulator was explanted and not replaced on (B)(6) 2015 and medications were administered in the form of rifadine and oflocet being prescribed. The event was resolved without sequelae. The event was related to the neurostimulator. Patient's medical history included hypertension, depression, parkinson's disease and the patient was currently taking movement disorder and/or psychiatric medications.

Event description:
Additional information received from the healthcare professional (hcp) updated the clinical diagnosis to specify that the patient had a chronic skin infection at the neurostimulator site. No further complications are anticipated.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the interventions included replacement of the previously explanted implantable neurostimulator (ins) on (B)(6) 2016.